Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading between 50 and 60 mg/dl and the insulin pump was going into threshold suspend at night but her blood glucose was between 160 and 170 mg/dl. Customer was assisted with calibrating. Current bg was 177 mg/dl and sg was 183 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.